Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during infusion. When the patient tried to check the volume of solution remaining in the device, it was dropped on the carpet and the reservoir ruptured. The device was filled with (B)(4). This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one filled sample for evaluation. The reported condition of a ruptured reservoir was confirmed. Visual examination of the unit determined that the bladder ruptured in a footed position. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).